Manufacturer narrative:
This report is submitted on december 19, 2018.

Event description:
Per the audiologist, the patient experienced device extrusion and subsequently underwent revision surgery (date not reported) to explant the device. The patient was reimplanted with a new device during the same surgery.